Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system revealed the device was documented as meeting all required specifications. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) performed the new system installation check. While on site, fss noted that unit would not start after system freeze; therefore, the advantech board was replaced to rectify the issue. Fss carried out the field system checklist, which the system passed all functional test and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The field service specialist reported that the unit would not start after system freeze while he was on customer site to perform new whitestar signature system installation check. There was no patient involvement reported.